Event description:
While wearing the sound processor, the pt reportedly experienced a loss of sound perception. On september, 2005, the pt was seen at the center for device evaluation. External equipment was exchanged. However, the problem was not resolved. Testing performed confirmed that the device was no longer functioning. Surgery has been scheduled to explant te pt's c1 device.

Manufacturer narrative:
The pt's device was explanted. The pt was reimplanted with another advanced bionics cochlear implant.